Event description:
Customer's family member called to report they were admitted as an inpatient to the hospital for high bg/dka. Family member states it was treated with bolus on same site as the day before. States bg's did not come down a couple of hours later however when they woke up they had 546 bg and site was changed. Family member stated that customer currently has a low white count and an immune deficiency and is very susceptible to infection.